Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The insulin pump also had a cracked case.

Event description:
The customer's mother reported water damage and a small crack on the case. The customer went into the pool with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.